Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he went to at his device and there was nothing on the screen. Blood glucose was 53 mg/dl. No physical damaged was noted on the device. It hasn't been dropped, bumped, or exposed to moisture. Customer does not use recommended battery. Contact on the battery cap was not missing or damage. Battery compartment and spring were neither damaged nor corroded. Customer inserted a new battery and display did not return. Customer was advised to clean the contacts, inserted a new battery, and display did return. Customer was advised to use recommended battery. Self test was performed and device passed. Customer was advised to monitor the device. No further information reported.